Event description:
It was reported that the current limit warning was triggered in the operationroom when the cardiohelp circuit was plugged in and connected to a patient. The cardiohelp was exchanged during treatment and the alarm stopped. The getinge technician found out that the leakage currend on another device (third party heater/cooler unit) was very high when it was attached. The customer swapped out this unit too and the high leakage current dropped to a normal value. The getinge technician tested the cardiohelp and found no failure. The cardiohelp passed all tests to factory specifications. No harm to any person has been reported. Complaintnumber: (B)(4).

Manufacturer narrative:
A follow up will bel submitted when additional information becomes available. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. Nothing on the cardiohelp was replaced as there was no malfunction. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2022-06-30 for the period of (B)(6) 2011 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely.

Manufacturer narrative:
It was reported that the current limit warning was triggered in the operation room when the cardiohelp circuit was plugged in and connected to a patient. The cardiohelp was exchanged during treatment and the alarm stopped. The getinge technician was sent for investigation on 2022-06-28 and confirmed that the leakage current on another device (third party heater/cooler unit) was very high when it was attached to the hospital power supply. The customer swapped out this unit too and the high leakage current dropped to a normal value. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The analysis of the logfiles of the cardiohelp device was performed by getinge life-cycle-engineering (lce) with following conclusion: the batteries of the cardiohelp were fully charged and no other charging event with maximal power took place on the date of event. Therefore the most probable root cause could be determined as the third party heater cooler unit causing the high leakage current. Each additional device in the or which was connected to the same power circuit has overloaded the circuit and the ¿current limit warning¿ occurred. This caused an alarm ¿stop¿. The cardiohelp system has two redundant batteries with 2 separated battery slots. The redundant design of two usable batteries cause a high level of safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities has been performed on 2022-06-30 for the period of 2011-12-01 to 2022-06-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-12-01. Based on the results the reported failure "high current draw reported" could be confirmed, but was not related to a malfunction of the cardiohelp. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).